Manufacturer narrative:
B3: date of event has been estimated. The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified two similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The ht command 18 guide wire was advanced and during use with a re-entry catheter, the black coating of the guide wire had come loose and was peeling but did not separate from the guide wire. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event has been estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.